Event description:
This lead was explanted and replaced due to noise which caused vf detection. No shocks were reported and the patient had twiddlers syndrome. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected. Only the distal fragment was received for analysis. It is reasonable to assume that the lead was cut through in the course of the surgery. The returned lead fragment was analyzed. The serial number of the lead could not be confirmed as the proximal part was missing. The visual inspection revealed insulation damages, which were caused most likely by a surgical instrument during the explant. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.